Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 41 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. No anomalies were noted during testing. The device was received with severely scratched lcd window, cracked case on display window corners, cracked lcd window bottom left corner, stress cracked on reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.